Event description:
Boston scientific received information that this right ventricular (rv) lead had exhibited loss of capture. An x-ray was performed and a dislodgement was confirmed.

Manufacturer narrative:
A revision procedure was performed and the lead was repositioned. No further patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.